Event description:
The pt reported that he felt "no stimulation sensation." The pt had a functional capacity test and after the test he "heard a pop." The next morning he was "not feeling any stimulation on the right side of his leg" and said that the stimulation was "covering only the left leg now." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.